Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was both contrast and blood in the inflation lumen. At 8mm from the proximal end of the balloon, there is a circumferential tear. The distal portion of the tear was turned inside out and was pulled over the tip of the device.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.